Event description:
On april 23rd, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving from his dario meter an ea1c of 5.4% compared to an a1c of 6.7% from his blood work.

Manufacturer narrative:
While on the phone with dario's representative, the user stated that he tests his bg three times a day consistently. The user confirmed that the blood work he had was for a routine visit, not due to the dario readings, and that he is currently on ozempic and tresiba. During troubleshooting on the phone with dario's representative, the user stated that he carries the test strips with him frequently and places it on his bedside. In addition, it was also determined that the user was using alcohol/wipes before testing. Dario's user guide states in the section factors that interfere with blood glucose testing: "alcohol can affect test results". Dario's representative educated the user regarding the interference of using alcohol/wipes with test results. A control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. There is not enough information available to investigate this case. Therefore, no resolution is available.